Manufacturer narrative:
(B)(4).

Event description:
The pump stalled and did not recover; a tube set message was recorded on (B)(6) 2010. A pump replacement was planned. The pt was experiencing a significant increase in pain, but no withdrawal symptoms. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.